Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to corroded motor home switch. It was unable to perform the displacement test due to the motor error alarm. Moisture damage found on electronic assembly. No blank display was noted. The device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went swimming with the insulin pump and then it shut off. She dried the device and while trying to rewind, it alarmed motor error. Blood glucose value was 166 mg/dl. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was unable to complete the rewind sequence. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.